Event description:
A user facility¿s patient care technician (pct) reported that a fresenius 5008x bloodline leaked from the alpha clip. Upon follow up, the clinical manager (cm) said that the issue occurred during rinse back. Blood was visually observed dripping from the alpha clip. The patient¿s estimated blood loss (ebl) was approximately 50ml. There was no patient serious injury or medical intervention required due to this event. The complaint device is not available to be returned to the manufacturer for evaluation. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.